Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: investigation findings. H6: investigation conclusion.

Event description:
Data was provided for evaluation. The performance data was reviewed for the time of event. The sensor session started at 9:25 am on (B)(6) 2025. The session lasted approximately 30 hours before it stopped for unknown reasons. After the warmup period the users estimated glucose values (egvs) rose almost immediately to a high (>400) condition and the user received a high glucose alert with the audio volume starting at 47 percent and progressing to 100 percent. This alert was acknowledged by the user. The users egvs remained high (>400) until 6:17 am on (B)(6) 2025 when the egvs began to fall rapidly. At 10:22 am the user received a falling fast alert. No acknowledgement of this alert occurred. At 12:12 pm the user received a low glucose alert, followed soon after by an urgent low soon alert then an urgent low alert. These alerts were not acknowledged by the user. No failures were observed during the time of the event. The allegation is undetermined and the probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient had a hypoglycemic event while being in an active sensor session. On (B)(6) 2025, the blood glucose reading was low and the patient lost consciousness. It was not known what the cgm reading was, or what the cgm device was displaying at that time, and the patient declined to provide further information regarding this. The patient could no longer remember who called the ambulance, but stated that he was brought to the hospital. At the hospital no medication was given but the patient was given food. Fingerstick readings were taken but the patient did not know the results. The patient was discharged on the same day. At the hospital the sensor was removed, and the patient contacted dexcom for a replacement sensor. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.